Manufacturer narrative:
.

Event description:
An ophthalmologist reported a patient had endophthalmitis four days following an intraocular lens (iol) procedure. The iol remains implanted. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
Additional information was provided indicating that iritis was observed four days following the intraocular lens (iol) implant procedure. The following day the patient started using steroid drops, antibiotic drops and nonsteroid anti-inflammatory drops. Approximately two weeks later the steroid medication was changed and the inflammation had improved although the cell had not disappeared completely. The following week the patient was hospitalized for one day and treated by drug administration and the condition improved.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-january 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(4). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in japan whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(4). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that on the third postoperative day anterior chamber cells, flare and fibrin were observed. The patient was treated with an oral anti-bacterial and steroid medications. The finding was reported as iritis. The following day the patient started using steroid drops, antibiotic drops, nonsteroid anti-inflammatory drops, an antibiotic subconjunctival injection and intramuscular injection. Two days later, the patient was treated with an antibiotic intravenous injection. Approximately two weeks later, the patient was treated with a steroid intramuscular injection. A bacterium inspection was performed with a negative result. The inflammation disappeared and the vision recovered on the fourth postoperative week. The surgeon's reported that it is unknown if the event is infectious or non-infectious.